Event description:
It was reported that the left ventricular lead exhibited failure to capture. Upon review, it was discovered that the lead dislodged and pulled back into the device pocket. The lead was explanted and replaced. The patient was in stable condition.